Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. Additionally, the belt failed a te recognition test. The cause of the test failure was isolated to an open pulse wire in the cable connecting ECG a and b. The root cause for the damaged connector was physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating an electrode belt for an unrelated issue, a reportable problem was found. The electrode belt had a damaged connector and failed a functional te recognition test.